Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she was hospitalized due the insulin pump alarming no delivery. Alarm recurred after several set changes. She doesn't recall her blood glucose level. Troubleshooting wasn't performed as she was reporting an old event that eventually was resolved with a set change. Customer stated she was hospitalized for high blood glucose that was 500 mg/dl possibly higher. Her symptoms were exhaustion, diarrhea, and thirst. Customer stated prior to hospitalization she was getting no delivery and she thought it was resolved and during the night her blood glucose went high. Customer was diagnosed with diabetic ketoacidosis. She was treated with insulin shots and IV drip for three days. She is not returning the device for analysis.